Event description:
Device #2 malfunction: difficult to advance knot, suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional stenting procedure. Reportedly, the knot was unable to be advanced to the arterial surface. The closure device was removed and a second proglide was attempted but difficulty was also encountered advancing the knot with the knot pusher and the suture broke. Hemostasis was achieved with manual compression. The physician commented that he felt that he pulled too hard on the suture. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. The perclose proglide, part# 12673-05, lot# 53099-6h is being filed under a separate medwatch manufacturer number: 2953144-2007-00170.